Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 17, 2021. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. Further observation revealed a detached portion of a haptic and a damaged haptic. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues cosmetic issues and folding issues could not be confirmed. The complaint issue haptic damaged could be confirmed; however, this may be attributed to handling during removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens (iol) was folded incorrectly and after insertion of the lens into the patient's left eye, it was noticed to be a bad fold which the front haptic was bent, the trailing haptic was kinked and the lens was scratched. The iol was removed from the eye and another lens of the same model, but a different diopter (17.0 d) was used as the replacement. There was no patient injury reported and no other intervention was required. No further information was available.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.